Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins) for deep brain stimulation. It was reported the patient came to the emergency room with a por (0x400). The ins was interrogated and low and high impedances were found. It was noted the low therapy impedance had been documented since at least 2013, but is probably even older. The electrode impedance was measured to be the following: c <(>&<)> 0 = 317, c <(>&<)> 1 = 316, c <(>&<)> 3 = 2919, and 0 <(>&<)> 1 = 20 ohms. Group a had an impedance of 312 ohms. According to the doctors, that low impedances were why the patient got a rechargeable ins in the first place in 2009. Troubleshooting included turning the ins back on. No actions or interventions were taken and the ins was still in use. The patient was okay with no harm or injury. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.